Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the error code did not reappear. The customer was able to successfully start their sensor session.